Event description:
The product was evaluated. An external visual inspection was performed and failed due to window damage. Pictures were taken. A receiver charge test was performed and failed as the receiver only operates when connected to a charger. The defective battery was verified upon battery substitution. A receiver boot test was performed and passed. A touchscreen manual test was performed and passed. An internal visual inspection was performed and passed. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display was frozen. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.